Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, device interrogation revealed oversensed noise on two stored egms. The physician suspects the coil of the lead is intermittently touching the coil of the previously capped ventricular lead. The patient will continue to be monitored.